Event description:
It was reported to philips that the device could not be turned on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the host pc would not power on. The analysis of the system log file indicated an issue with the host pc, which was returned to philips for further analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the host pc by the field service engineer (fse) has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.